Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the physician attempted to attach the angio-seal device to the angio-seal sheath; however, it would not connect. Another one was opened and the case was complete. The procedure performed was a prostatic artery embolization (pae).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section d4, expiration date, and the completed investigation results. As of 09mar2026, the sample has not been returned for investigation. Therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for sheath and locator assembly difficulty as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.